Event description:
The facility reported a pump with failure code 570:320. It is unk when this failure code occurred. It is unk if there was any pt injury or medical intervention necessary according to the hosp rep. No additional info is available.